Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), multiple allergies ("allergies"), myalgia ("muscle pain"), asthenia ("asthenia"), fatigue ("chronic fatigue"), tendonitis ("tendonitis"), migraine ("catamenial migraine"), dysmenorrhoea ("painful periods"), obesity ("obesity") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, multiple allergies, myalgia, asthenia, fatigue, tendonitis, migraine, dysmenorrhoea, obesity and depression outcome was unknown. The reporter provided no causality assessment for asthenia, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, multiple allergies, myalgia, obesity and tendonitis with essure. The reporter commented: she was recognized as disabled since 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 119 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Due to internal bleeding coding was changed from 'genital hemorrhage' to 'heavy menstrual bleeding'. The event 'walking disability' was removed (not reported), the reported information 'recognised as disabled' was added to comment section. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhagic periods') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2019, the patient experienced walking disability ("recognised as disabled"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), multiple allergies ("allergies"), myalgia ("muscle pain"), asthenia ("asthenia"), fatigue ("chronic fatigue"), tendonitis ("tendonitis"), migraine ("catamenial migraine"), dysmenorrhoea ("painful periods"), obesity ("obesity") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, multiple allergies, myalgia, asthenia, fatigue, tendonitis, migraine, dysmenorrhoea, obesity, depression and walking disability outcome was unknown. The reporter provided no causality assessment for asthenia, depression, dysmenorrhoea, fatigue, genital haemorrhage, migraine, multiple allergies, myalgia, obesity, tendonitis and walking disability with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.